Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent patient presented remotely via merlin.net. The pulse generator exhibited noise reversion episodes. The patient later presented to the clinic and the noise could not be reproduced. No intervention was performed. No additional information was available at this time.